Event description:
During the operative procedure, the hydrothermablator device malfunctioned and alarmed with "thermo-comple 2 failure detected." Consultation with MFR rep, MFR technical support and facility bio-medical department was completed without resolution to the malfunction. The operative procedure was aborted with an alternative surgical procedure completed without complication.